Manufacturer narrative:
Concomitants: 07 0015 13 047 (B)(6) - gps knee implant kit. (B)(6) 02-010-03-0330 - logic cr femoral cem, right, sz 3. (B)(6) 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 203-96-21 - ((B)(6)) stryker 2000 90x13/21x 1.9mm * these devices are used in treatment and not in diagnosis. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2013, and then experienced revision surgical procedure on (B)(6) 2023 approximately 9 years and 11 months after initial implant. No images were provided. There is no other information available. Per operative report dated (B)(6) 2023: intraoperative findings showed synovitis consistent with polyethylene wear debris; visual inspection of the implant suggested some posterior medial wear but surface findings were mild compared to the degree of debris formation. Femoral tibial and patellar components were in good position and well fixed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6: type of investigation. Investigation findings, investigation conclusions. The following sections were corrected: h6: health effect - clinical code. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.